Event description:
The customer reported the device turns off on its own. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During functionality testing, the unit restarted itself. Internal inspection observed a loose screw on the ui board. After removing the screw, the unit stopped restarting itself. A service history record review reveals that this unit was in the field for over twelve (12) years with no previous reported issues related to this reported event.